Event description:
Rn in the am [at morning] went into assess patient and found that the bed was saturated, on inspection the blue port of the swan had a split in it, swan was clamped and later removed by aprn [advanced practice registered nurse].